Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a laparoscopic gastrectomy using three devices, the following event occurred. The tissue pad of the first device was partially separated when the user wiped it after an hour or an hour and a half of use. The user exchanged the first device for the second device. The tissue pad of the second device was partially separated after half an hour of use. The intended procedure was completed with the third device. There was no patient injury reported. This is the report on the first device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was worn and part of the tip and rear edge was peeled off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). It is also possible that the tissue pad was peeled off by wiping the tissue pad from the reported event. The above device handling has warned in the instruction manual.